Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited high capture threshold and variation in r wave sensing amplitude. The reported lead was not implanted and the procedure was completed with an alternative lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and sensing problem were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test, x ray examination, and visual inspection did not identify any anomalies.